Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change the user did not observe drops and then noted insulin leaking from the cartridge while using a steel 6 mm contact/detach infusion set; the user was guided to restart the change process, discard the leaking cartridge, and install a new cartridge, after which drops were observed and the issue resolved. Symptoms included none reported. Outcomes included none reported beyond the need to replace the cartridge. Investigation included agent troubleshooting during the cartridge and tubing change and collection of the reported cartridge lot number 31564. Investigation of this case revealed a leaking cartridge consistent with a device component failure of the cartridge that resulted in infusion delivery interruption, which resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the cartridge.